Manufacturer narrative:
D4: UDI number - the production lot number was not reported, therefore only the di portion was provided. The actual device was not available for evaluation. The investigation for this complaint was extremely limited. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the metal needle used in combination with the actual sample sheared the urethane outer layer of the actual sample when the guide wire was withdrawn through the needle resulting in the reported event. The device labeling does address the potential for such an event in the instructions-for-use (IFU), with statements such as the following: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported coating on the wire had come off during a procedure. Follow up communication with the user facility confirmed the following information: the doctor used the glide wire through a needle while attempting access in the subclavian vein; a piece of the coating sheared off into the patient's chest wall; oblique views were taken and it was determined that the fragment is not in the vessel; the doctor decided to leave the fragment in the patient's chest; the procedure outcome was reported as fine; and the patient is doing fine.